Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement, stent damage occurred and removal difficulties were encountered. The target lesion was located in the left main (lm) artery. A 2.50 mm x 16 mm synergy ii stent was advanced but failed to cross the lesion. Upon removing the device, it was noted that the stent became stuck in the tuohy and while pulling the device forcefully, the stent unraveled and came off from the balloon. The device was then removed and the procedure was completed with another synergy¿ stent. No patient complications were reported and the patient's status was good and fine.

Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr, 2.5 x 16mm stent delivery system (sds) was returned. A visual examination of the device showed the stent detached from the sds. Stent struts severely damaged; pulled and stretched. The review of the manufacturing crimp data for the returned device showed the maximum crimped stent profile was within specification at the time of manufacture. A visual examination of the balloon found the balloon wings were relaxed and open from their folded position. Crimp stent markings were evident on the exposed balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found several kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found an inner/outer extrusion kink 103mm proximal of the bi-component weld. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement, stent damage occurred and removal difficulties were encountered. The target lesion was located in the left main (lm) artery. A 2.50mm x 16mm synergy ii stent was advanced but failed to cross the lesion. Upon removing the device, it was noted that the stent became stuck in the touhy and while pulling the device forcefully, the stent unraveled and came off from the balloon. The device was then removed and the procedure was completed with another synergy¿ stent. No patient complications were reported and the patient's status was good and fine.